Event description:
It was reported that the left ventricular (lv) channel had a defect as stimulation was not possible. The physician plugged the lv lead channel and placed the lv epicardial lead into the right ventricular channel to get stimulation. Approximately two and a half months later, the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the grommet was damaged. Performance data collected from the device was analyzed. High resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 15:00:09 and (B)(6) 2012 15:00:11. Programmer save to disk data file (B)(4) shows two alert events for "rv defib lead impedance > 200 ohms", "svc defib lead impedance > 200 ohms" and "lvtip to rvcoil lead > 3000 ohms" on (B)(6) 2012 15:00:09 and (B)(6) 2012 15:00:11.